Event description:
Clinical study representative contacted dexcom technical support on (B)(6) 2015 on trial patient's behalf and claimed that on (B)(6) 2015 the patient experienced a firmware error. The clinical study representative did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).